Event description:
It was reported the pt underwent native aortic valve replacement surgery to remove a 4 leaflet aortic valve due to severe aortic insufficiency on (B) (6)1999. In 2006, an echo revealed a well seated aortic valve with a gradient of 44 mmhg. In (B) (6) 2009, another echo revealed severe valvular aortic stenosis with an ejection fraction of 45/50%. It was noted the valve was not well visualized but there appeared to be no regurgitation and no pericardial effusion. Another echo performed in (B) (6) 2009 revealed a gradient of 64 mmhg, an ejection fraction of 35-45% with limited opening and gi bleeding. A final echo was performed (B) (6) 2010 and showed a well seated valve with severe valvular aortic stenosis and mild regurgitation. The mean gradient was 46 mmhg and a maximum gradient of 83 mmhg. On (B) (6) 2010, the pt underwent re-do aortic valve replacement surgery. During explant the mechanical aortic valve was inspected and revealed one leaflet fixed in the closed position with marked tissue in the subvalvular position and extending into the hinge of the mechanical valve. The valve was explanted due to reported pannus and thrombus and replaced with an sjm tissue valve., there was some left ventricular dysfunction noted and the surgeon elected to place an intra-aortic balloon pump. The pt is reported to be stable and recovering.